Event description:
Inner package sealing wasn't done at all. When nurse opened outer package, a seal lid of inner package moved spontaneously. Dr. Suspected product sterilization because the lid touched to outer package. So, dr. Used spare.

Manufacturer narrative:
An event regarding the inner blister not being sealed properly involving a centrax duration 26mm x 42mm was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned packaging confirmed a packaging nonconformance as the inner blister was not sealed properly. Medical records received and evaluation: no medical records were received for evaluation. Device history review: indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there has been a previously reported similar event for the same reported lot number. Conclusions: the investigation concluded that there was a manufacturing nonconformance as the inner blister was not sealed properly during the packaging process. Ncr was issued for the inner blister not being sealed properly, per the requirements of the packaging process.

Event description:
Inner package sealing wasn't done at all. When nurse opened outer package, a seal lid of inner package moved spontaneously. Dr. Suspected product sterilization because the lid touched to outer package. So, dr. Used spare.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.